Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience high blood glucose level of 470 mg/dl and insulin pump alarmed with failed battery. Customer¿s current blood glucose level was 246 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with the bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.